Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform ((B)(4)) displayed a "system error, out of service, revert to manual CPR" message. The reporter was unable to specify if the issue occurred during shift check or patient use. No known impact or patient consequence was reported.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. It was indicated that the processor board was defective. The archive data was reviewed and contained a system error 136 (internal parameter corrupted). As part of routine service during testing, the platform was further examined and found damaged load plate cover. This physical damage found during visual inspection is a characteristic of normal wear and tear for the age of the device. This observation is not related to the reported event. The autopulse platform is a reusable device and was manufactured on 26 oct 2004. It has exceeded its expected service life of 5 years. The platform is 13 years old and has not seen regular preventive maintenance. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with serial number (B)(4).